Event description:
It was reported that this left ventricular (lv) lead was found to not be capturing. Technical services (ts) recommended reprogramming. The lead remains in service. No adverse patient effects were reported.